Manufacturer narrative:
Isi has reviewed the site¿s system logs with a procedure date of (B)(6) 2019. No related system errors were found to have occurred during the surgical procedure. This complaint is being reported due to the following conclusion: during a da vinci-assisted hysterectomy procedure, a vessel branching from the vena cava allegedly avulsed while the surgeon was dissecting tissue around the vena cava. A result, the surgical procedure was converted to open surgery in order for the vessel to be repaired. The root cause of the patient¿s intra-operative complication is unknown. There is no allegation that a malfunction of the da vinci surgical system occurred.

Event description:
It was initially reported that during a da vinci-assisted hysterectomy procedure, an unspecified injury to the patient¿s vena cava allegedly occurred. As a result, the surgical procedure was converted to open surgery. On 07/31/2019, intuitive surgical, inc. (Isi) contacted the isi clinical sales representative (csr) and the following additional information regarding the reported event was obtained: the csr was not present during the surgical procedure. He did not know if the surgical procedure was recorded on video. The csr spoke to the surgeon directly regarding the reported event. There was no report or allegation from the surgeon that a malfunction of a da vinci system, instrument, or accessory occurred during the surgical procedure. While the surgeon was dissecting around the vena cava, a vessel branching from the vena cava allegedly avulsed. As a result, the surgeon elected to convert the case to open surgery in order to repair the vessel injury. The csr did not know the estimated blood loss from the intra-operative complication. The surgical procedure was completed successfully via open surgery. No post-operative complications have been reported. To the csr's knowledge, the patient is stable and doing fine.